Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter deflated prematurely causing the catheter to fall out less than 24 hours after placement.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Inspector received one used silicone temperature sensing catheter with a sample port connector and a cut inlet tube. The catheter was confirmed to be 16 fr. No packaging was provided. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length was measured to be 0.8290 inches. Per specification, the active length should be 0.6-0.90 inches. A potential root cause could not be found since the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter deflated prematurely causing the catheter to fall out less than 24 hours after placement.